Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and iliac vein using a lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), penumbra engine (engine), and penumbra engine canister (canister). During the procedure, the lightning became occluded, but the indicator light on the lightning was green, and the lightning was clicking. Subsequently, with the engine and flow switch on, the cat12 was removed and disconnected from the lightning. The physician then hooked up a 60cc syringe and a 3-way stopcock and gently pushed saline, but the lightning remained occluded. When the physician stopped pressing saline into the lightning, the saline would go backwards, indicating the lightning was still clogged. The physician repeated the process and was able to clear the lightning. However, the indicator light on the lightning turned red. It was reported that the indicator light was both blinking red and solid red. To troubleshoot the lightning, the lightning was unplugged and reset, the engine was turned off, and the canister was removed. The issue with the lightning was unresolved. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning confirmed the solid red light when switched on. This prevented testing to confirm whether the device was clogged. The housing was opened and confirmed blood inside the housing indicating a leak. A leak will typically occur if the lightning tubing is over pressurized during attempts to flush the device. If the lightning unit is over pressurized during flushing, damage such as a leak may occur. The solid red-light error was likely due to the blood that had leaked within the unit housing. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.